Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an infusion set leakage event with medication leaking around the plaster. The patient was noted to be hypomobile, and a dosage adjustment was performed by the doctor on (B)(6) 2026. Following this the patient's mobility improved. No further information available.